Event description:
It was reported that the device had primary audible alarm. No patient injury was reported.

Manufacturer narrative:
Customer reported that there was a primary audible alarm. Both seals were intact, the device was in good condition with no visible contamination. Performed power up and performed infusion and occlusion test, primary audible alarm post found in ehl. Unable to determine who caused the problem. No visible damage to speaker, replaced speaker as preventive measure.